Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015. Customer's blood glucose was 450 mg/dl at the time of the emergency room visit. Customer was hospitalized due to high blood glucose. Customer was released after 1 week. Customer stated that she experienced a hyperglycemic event, which lead to her being driven to the hospital. Customer was wearing the pump at the time of the emergency room visit. Customer stated that there was nothing wrong with her pump and she did not wish to troubleshoot. Customer mentioned that she had been hospitalized within the past 90 days, however, it was not due to an issue with her threshold suspend feature.